Event description:
I have been using fixodent from (B) (6) 1974 to present. While using fixodent, I experience numbness, tingling, pin and needles pains, sharp shooting pains in my extremities. In 2005, I was diagnosed with peripheral neuropathy. Blood test showed zinc level high and copper level low. My neuropathy is permanent. Dose or amount: denture cream. Frequency: twice daily. Route: oral. Dates of use: (B) (6) 1974 - present. Diagnosis or reason for use: denture adhesive cream. Event abated after use stopped or dose reduced: no.